Event description:
It was reported that patient had a hematoma. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.